Event description:
I continue to have problems with my night vision after lasik surgery. I still see starbursts and halos around lights that make everything look glary, which makes it hard to drive. Also, at times in the day I see some dark flutters at the top of my vision. When I told the doctor about it, but he said the flutters aren't related to the lasik, but I had never experienced this before. Also, he said the glare may be caused by the fact that one eye is corrected for close vision, and the other is corrected for distance. I had consented to this. I'm not sure these reasons are true.